Event description:
It was reported that during a surgical procedure, the manual handle broke as the surgeon heard a snap. The surgeon noted that this issue typically occurred when using reinforced reloads of 60 millimeters. The broken handle was replaced with another device. No patient complications have been reported as a result of this event. Medtronic's evaluation found that sheared teeth were visible on the firing rack.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument firing knobs were retracted and the articulation lever was in neutral position. Functional testing found that there was an audible skip in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. Sheared teeth were visible on the firing rack. It was reported that the manual handle broke as the surgeon heard a snap. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range, firing with an obstacle incorporated in the jaws or attempting to fire a reload that is in interlock. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.